Event description:
Reporting status: serious injury - required intervention/hospitalization. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire separation. It was reported that during placement of another company's stent, resistance was met with the stent. The guide wire separated in the pt. The devices were then removed as a unit; however, after removal it appeared as though some of coils were left in the pt. The pt was then sent to surgery for removal. All portions of the device were able to be removed and there was no portion left in the pt. Pt was doing well post surgery. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Similar reports on returned devices typically shows that guide wire tip damage may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing, and manipulation. A guide wire being over pulled / over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire. The guide wire used in this case was not returned; therefore, a definitive root cause of the reported issue cannot be determined.